Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician "used right subclavian vein, he dilated over wire and removed dilator. Catheter would not thread more than 5cm into patient. Dilated again, still resistance from catheter. Then went in right ij and it would not advance further than 5cm either. Used new guidewire. After dilating again the tip of the dilator looked opened and pulling outwards (trumpeting). Tried the 3 lumen cvc instead and then it went straight in". No patient harm reported. The patient's condition is reported as fine. Issue with dilator captured in 3006425876-2021-00532.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician "used right subclavian vein, he dilated over wire and removed dilator. Catheter would not thread more than 5cm into patient. Dilated again, still resistance from catheter. Then went in right ij and it would not advance further than 5cm either. Used new guidewire. After dilating again the tip of the dilator looked opened and pulling outwards (trumpeting). Tried the 3 lumen cvc instead and then it went straight in". No patient harm reported. The patient's condition is reported as fine. Issue with dilator captured in 3006425876-2021-00532.